Event description:
No additional information has been provided.

Manufacturer narrative:
The nail was returned to the manufacturer for device evaluation. Visual inspection revealed no visible damage to the housing tube or distraction rod. Subsequent in-house x-rays showed that the anti-jam washer was compressed by the distraction rod. Functional testing was attempted but proved unsuccessful, indicating non-functionality of the device. Sectioning of the device confirmed a crushed anti-jam washer. The device was determined to be jammed. It is likely that the failure to distract was caused by a failed washer due to a procedure error. An investigation will be opened to further review the missed x-ray. A review of the device history record (DHR) documents indicates the device was not manufactured by the specified requirement at the time and did not meet one of the required inspections prior to release. A corrective action request (car) has been initiated to determine a cause

Manufacturer narrative:
The product has been returned to the manufacturer and the device evaluation findings are not yet available.

Event description:
A broken nail was returned for evaluation. No additional information is available.